Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was completed.

Manufacturer narrative:
Concomitant medical products: 4968-60, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). R waves were reported to have been decreasing over time. The lead remains in use. No patient complications have been reported as a result of this event.